Event description:
The customer stated that she was hospitalized with a blood glucose of 400 mg/dl, diarrhea, vomiting and a lung infection. The customer felt that the insulin pump was not delivering the insulin because the reservoir volume amount had not moved at all. Troubleshooting was declined. The customer felt that the insulin pump was not working, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.